Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Technical support advised the caller to plug the wall adapter into a known working outlet and wait at least 30 minutes for the pump to start charging. Customer hasn't been able to try new charging supplies to see if charging issue is resolved. Customer declined further assistance with technical support. Technical support advised customer to follow up if issue persists. Customer understood and acknowledged.